Manufacturer narrative:
(B)(4) date sent: 2/17/2022 investigation summary visual analysis of the returned product revealed that the lt200 cartridge was not received. Instead, two malformed clips (in the "s" formation) were received inside of a plastic bag. As no cartridge was returned for evaluation, we were unable to investigate further the issues of ¿scissored clips" and "clips would not hold in jaws." The event described could not be confirmed as no cartridge was received. Although the returned clips were found to be malformed, no conclusion could be reached regarding the cause of the clip malformation. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, a clip was used. Staples/clips fall out and/or distort. It is unknown how procedure was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: what is the product code of (or who is manufacturer of) the clip applier that was used with the lt200 clips? Did clips fall out of device jaws? Or did clips fall out of cartridge? Or did clips not hold on tissue? Were clips scissored? Or were clips malformed? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.